Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the emergency ICU patient was intubated with nasal endotracheal tube (indwelling) on (B)(6) 2021, and the ventilator tidal volume was found to be low at 22:00 on (B)(6). After the ventilator failure was eliminated, the balloon of nasal endotracheal tube was found to leak.